Event description:
It was reported an asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker battery life was overestimated. There was no intervention. The patient was stable.